Event description:
The cable completely snapped inside the patient and they think they got everything out of the patient. (B)(6) 2011 the writer spoke with (B)(6) to clarify the events. (B)(6) stated that the "doctor torqued down much too hard and the instrument broke" she stated that the patient ended up having an open procedure instead of laparoscopic but the reasons for that were not related to the instrument breaking. She said that the patient did have an x-ray and it was free of any foreign objects. The customer explained that the instrument had been refurbished 1 year ago by a third party and that it was very old. She was only sending it to us to make sure 100% that all the parts were accounted for.

Manufacturer narrative:
(B)(4): one (1) device was received for evaluation for problem with instrument broke. Visual examination of the device received confirmed the reported issue. The device was in poor condition and as per customer, was very old. The company name and product code was very lightly imprinted on the instrument to the point of being faded, and the date code was missing. The lot # was s/n (B)(4). The device was in pieces with a frayed cable at the point of breakage. The instrument is supposed to have 22 segments in total; one (1) long segment, seven (7) short segments, one (1) long segment, seven (7) short segments, one (1) midsize segment, and five (5) short segments). The breakdown count of segments for the instrument that was returned to the tucker facility qa is as follows: one (1) long segment, seven (7) short segments, one (1) long segment, seven (7) short segments, one (1) midsize segment, and two (2) short segments; therefore, the instrument was missing three (3 ) short segments at the point where the cable broke. As per the customer, the doctor stated that he torqued down much too hard and the instrument broke. This is most likely the root cause why the cable broke as well as the age of the instrument. In conjunction with the customer's feedback and further examination of this instrument by our in-house repair department, the device was previously repaired by an unknown source (third party repair). This unskilled modification could also be a contributing factor to the failure. Given that the device was modified by an unknown source and its condition, the device is not repairable and the warranty is void. Our records have been updated to aid in activities should another issue be recorded for this product code.